Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she received history check failed alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 136 mg/dl at the time of call. The customer stated that she took manual injection for the high blood glucose. The customer stated that she experienced vomiting. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer stated that her settings were programmed accurately. The insulin pump will be returned for analysis.